Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer however no service report, device logs or information on defective/replaced parts has been provided to us despite several reminders. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).